Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Circulation pump during quick check too busy. Replaced circulation pump. The device passed the procedure and can be placed back into normal use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel was defective. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via task on (B)(6) 2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the circulation pump during quick check was too busy. No cooling down of the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone # is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel was defective. Per review of wo on 02nov2024, there was no patient involvement. Per follow up information received via task on 11nov2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Per sample evaluation results received via task on 23jan2025, it was reported that the circulation pump during quick check was too busy. No cooling down of the arctic sun device.